Event description:
A prodisc c removal occurred in the fresno area. The removed implant was received for device evaluation at exponent on 20oct2025. No other information is known.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a prodisc c removal occurred in the fresno area. The removed implant was received for device evaluation at exponent on 20oct2025. No other information is known. A DHR review could not be completed as the part number and lot number were not provided and could not determined during the course of the investigation. Complaint trending found that the complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with this complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc c evaluation protocol. The report will be issued under pdc-rd-0065. No pre-removal imaging was provided. No anomalies were identified during the complaint investigation. A reason for the removal is unknown. The submission is 1 of 1 devices involved in this event.